Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a flap that was unable to be lifted following lasik flap creation. At the beginning of the case there was difficulty with the docking requiring multiple attempts to obtain suction indicating the cornea was also drying out. The flap creation was completed to 100% with noted mild to moderate opaque bubble layer (obl). The surgeon attempted to lift the flap and had difficulty where the obl was visible. He was unable to smoothly and completely lift the flap electing to abort the procedure. A bandage contact lens was placed on the eye and the patient was sent home. The patient will be seen in follow up to determine alternate treatment options. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was successfully verified during installation prior to the day of treatment. The root cause could not be identified conclusively. There is no indication a device malfunction caused or contributed to the reported event. (B)(4).